Event description:
It was reported on (B)(6) 2012 the patient had a rash around the implant for the past couple of weeks, and the device felt like it was coming out of the skin. Additional information received reported the patient also had pain at the device pocket, and the cause of the event was wound dehiscence. The device was explanted, and a new device was implanted at a different location. It was noted the patient required outpatient hospitalization, and the outcome was noted as "no injury."

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product typ extension, product ID 74001, lot# n240162, implanted: (B)(6) 2011, product typ adapter, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer. (B)(4).